Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burned detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 179,969 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be exiting from the tip of the fiber; energy exiting tip of fiber. The fiber tip was reported to have been cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber at 271,474 joules of use. Patient outcome: "ok" - there was no injury to patient reported.